Manufacturer narrative:
An initial medwatch report # 0001822565-2017-00365 for the articular surface was submitted under incorrect medwatch facility. An associated MDR report was filed for this event: #0001822565-2017-00364. Complaint samples were evaluated and the reported event was confirmed. As returned both devices exhibit signs of use. The superior surface of the tibial component is scratched in several places, notably at the dovetail feature where the articular surfaces anchors and in the antero-central region where the handle is hooked during the articular surface insertion. The bottom surface is scratched and gouged in front of the keel and underneath both condylar regions. There is no trace of bone cement on the inferior surfaces of the returned tibial component. The articular surface is gouged on the top condylar surfaces, the top of the post/spine, and on the inferior surface that interlocks with the tibial component. The dovetail feature is slightly flared out on both side and gouged on one side but not broken around the posterior rim of the locking feature as it was reported. Dimensions were found conforming to print specifications where measured for both devices. The compatibility of the tibial component and articular surface was reviewed with no issues noted. Compatibility with femoral component could not be checked as the part number is unknown. The device history records for the 00599603801, lot # 62515755 were reviewed and no deviations or anomalies were identified. The device history records for the 00596203210, lot # 62342212 and zmbv produced device history records for 00596203210 lot # 62346254 that were issued to lot # 62342212 were reviewed and no deviations or anomalies were identified. A complaint history search identified no other complaint for loosening for lot #62515755. A complaint history search identified no other complaint for fracture of the posterior locking rim for lot #62342212. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Two x-ray images (frontal and lateral) were provided but could not be evaluated as the date they were taken remains unknown. The scratches on the inferior surface of the tibial component appear to have resulted from relative motion between the tibial component and the bone cement mantle. Per the package insert of the components, loosening and fracture/damage of the prosthetic knee components are known potential adverse effects of the tka procedure. Loosening of the tibial component likely resulted from a bonding issue with the bone cement as there is no trace of bone cement adherence at all to any of the inferior surfaces of the tibial component. The loose tibia may have caused or contributed to the patients' three falls. Consequently, the damage to the articular surface may have resulted from both the unintended motion of the loose tibial component and the falls of the patient. However, information concerning the bone cement, the femoral component, and the cementing technique, which could have all contributed to the reported event, remain unknown. Therefore, a definitive root cause cannot be determined with the information provided. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right knee revision due to loosening. Patient was implanted with bi-lateral nexgen total knees and presented with right knee pain after three falls two years later. During the revision surgery it was noted that the tibial implant had de-bonded from the bone cement used in the original surgery and that the articular surface implant had a broken edge around the posterior rim of the locking mechanism.